Manufacturer narrative:
Additional information has been requested and received.

Event description:
Additional information was received. The procedure was phacoemulsification. The posterior haptic was torn. The implanting surgeon suspected that the posterior haptic was clamped in the iol container. The resulting sharp edge separated the posterior capsule. The lens was replaced due to poor centering as a consequence of the event. Anterior vitrectomy was successfully completed. The replacement lens was implanted in sulcus. The event was reported as not resolved due to the posterior capsule damage and vitreous loss.

Manufacturer narrative:
Additional information provided in describe event or problem. (B)(4).

Event description:
Additional information was received. The reported issue was noticed once the intraocular lens (iol) was in the eye. The iol was removed and replaced during the same procedure.

Manufacturer narrative:
Additional information has been requested but not received to date. Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. A root cause cannot be identified at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an haptic was defective and caused a capsular rupture. A vitrectomy was performed. Additional information has been requested but not received to date.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The case references use of a cartridge which is not qualified for use with associated model. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow directions for use, as the surgeon states the use of an unapproved combination. The use of unapproved combinations may result in delivery issues and/or damage. (B)(4).